Event description:
During a suction procedure the suction control valve stuck in the down (locked) position. This position activates vacuum which removes air from the patient circuit. No patient injury or adverse event were reported.